Manufacturer narrative:
The insulin pump was received with radio frequency pic failed self-test alarm during the self-test and no rf communication with test transmitter due to faulty radio frequency board. The pump passed the operating currents test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump had cracked case at display window corner.

Event description:
It was reported that the pump cannot connect with the transmitter. The transmitter was normal and they used the tester and other pumps. The customer's blood glucose reading is normal, did not require medical treatment. No further details were given. The customer will return the pump for analysis.